Manufacturer narrative:
The investigation found contamination build-up on the sample probe.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low total bilirubin result for one patient sample. The initial result was 84.8 mmol/l and the repeat result was 238.8 mmol/l. The sample was repeated two additional times with no result and an error messages indicating a clot and a result of 214.7 mmol/l and an error messages indicating a short sample. The initial result was reported outside of the laboratory to the doctor. There was no allegation of an adverse event. The reagent lot number was 341548. The expiration date was requested but was not provided. The quality control results were acceptable.